Manufacturer narrative:
Manufacturing site evaluation: ongoing. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported a piece of clamp broke off intraoperatively. During a hysterectomy a piece of an instrument broke off while being used. There was a delay in surgery as the tip had to be retrieved after breaking off. An x-ray was used for the retrieval. Both parts were retrieved with no harm to the patient.

Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a gap in the front area, and no gap at the back end. Additionally we detected a gap between the blade edges in the closed status of the scissor. Furthermore we descovered at the one blade that the hole is symmetrical and at the other, an asymmetric hole. Due to this circumstance we made a measurement of the sicissor blade width. Here we found that it is not according to the specification. We also detected visible damage. Additionally we discovered that both holes are aligned. We made an optical inspection of the fracture surface. No abnormalities were found. We made a visual inspection of the broken off part and of the fracture surface. Here we detected unknown impurities, but no abnormalites were discovered. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause of the problem is most probably maintenance and usage related. Rationale: according to the quality standard and DHR files a material defect or production error can be excluded. No pores or foreign bodies could be found on the point of rupture. Investigations lead to the assumption that the breakage was cause by a thin wall thickness at the asymmetric hole and an additional mechanical overload situation. Sharpening of the cutting edges could have lead to the thin wall thickness. Due to the descrepancy between the measurements of the scissor blade width and the drawing, a gap between the blade edges in the closed status of the scissor, no etching label of ats, we assume an improper repair from a third part. No CAPA is necessary.